Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab for one pt. Results as follows: date: (B)(6) 2012, inratio: 2.8 inr, lab: 6.0 inr. The pt went to the emergency room two hours later for unk reasons and had an inr of 6.0 at their lab. The pt was kept at the hospital overnight, due to the inr value obtained at the lab.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 2.8, lab: 6.0, mean: 4.4, confidence limits: (2.5 ¿ 6.5), results: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. Root cause could not be determined from info provided by the customer. No product association with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 275253. Test results as follows: donor (B)(6): inratio results: (2., 3.3, 3.6), reference: 3.15, bias threshold: (2.15 ¿ 4.15), %cv: 14.32. Donor (B)(6): inratio results: (2.2, 2.1, 2.2), reference: 2.10, bias threshold: (1.10 ¿ 3.10), %cv: 2.66. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Conclusion: review of recent in-house therapeutic sample testing found retain strips met accuracy and precision criteria. As reviewed on (B)(4) 2012, (B)(4) discrepant result complaints were reported for lot number 275253 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by quality assurance for corrective action ((B)(4)) no further action is required at this time. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.